Manufacturer narrative:
The user facility report was the only source of information; the hospital did not involve the local dräger s&s organization into any follow-up measures and did not provide further information upon request. A case-specific evaluation is thus not possible. Based on the reported observations battery-related alarm and reboot, the following scenario seems likely: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery, the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and, the device resumes ventilation with previous settings. The device has a manufacturing date of 03/2020 - it is not known when the last battery exchange was performed if ever. As pointed out in the instructions for use, the internal battery shall be regularly checked and replaced every two years at standard operation conditions. Further, the user shall check the availability of the internal battery prior to each use cycle since the battery is an important fail safe mechanism to cover mainspower losses. An overaged or otherwise damaged battery will clearly be identified with these checks and should prevent from putting the device into operation in this state. From the fact that the event nevertheless occurred, dräger concludes that lack of maintenance and failure to follow manufacturer¿s instructions were contributing factors in the event.

Event description:
It was reported that the device suddenly posted a battery-related alarm and performed a reboot. As per report, the staff replaced the device in a controlled maneuver; no consequences for the patient have occurred.